Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/19/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with pimples and infection under the entire patch area which occurred on an unspecified day after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor for evaluation and was prescribed an unspecified oral antibiotic. The patient can no longer recall the name or dosage of the medication. The patient was in good condition at the time of report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.